Event description:
It was reported that pain at the PICC exit site started (B)(6) 2021 and ended (B)(6) 2021. The event occurred on the left side of the body. Mild severity and likely related to the device (catheter), unrelated to the procedure and unlikely related to accessories (guidewire, stylet). Outcome: "recovered, no sequelae". Action taken: "medication prescribed". Additional details of the adverse event were: "patient accuses a slight pain in the PICC exit site ,during a follow up-phone contact performed on (B)(6) 2021, for which a fauvist was immediately performed on (B)(6) 2021. The pain was ended the dressing was in order and that were no sign of inflammation or sepsis. It was detected only an intermittent aspiration. For this reason it was infused a solution of turlock in the PICC catheter, only for prevention".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3706 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).